Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out supplies. Reportedly, the customer changed cartridge and infusion set and continued to use the pump for insulin therapy.